Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was confirmed that confirmed the balloon's expansion and placed the foley catheter. After changing the patient¿s position from supine to prone, it was discovered that the balloon had been naturally expelled while contracted. Upon subsequent inspection, when fixed water was injected, a pinhole rupture was observed at one site of the balloon, causing leakage of the fixed water.